Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v, sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual (B)(4) on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm". The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer with overheating on the device. (B)(4) - evaluation completed - both a visual and functional evaluation was performed. Visually, the device was in good condition. The dealer stated the device was an out of the box failure, however, the device had 371.7 hours of usage. Typically, out of the box hours usage is less than 10-15 hrs. Functionally: the concentrator was run with the flowmeter set at 5 liters/min [lpm] for 3 hours with o2 at 98%. There was no burning smell detected. No other malfunction was detected either. The issue could not be reproduced.

Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v, sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm". The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the consumer with overheating on the device. (B)(4) - evaluation completed - both a visual and functional evaluation was performed. Visually, the device was in good condition. The dealer stated the device was an "out of the box" failure, however, the device had 371.7 hours of usage. Functionally, the concentrator was run with the flowmeter set at 5 litres/min [lpm] for 3 hours with o2 at 98%. There was no burning smell detected. No other malfunction was detected either. This issue could not be reproduced. (B)(4) - original MDR submitted for wrong location. The follow-up MDR is being submitted for the location change to the invacare (B)(4).

Event description:
The dealer alleges this new unit had a burning smell. This is the third unit with the same issue for the dealer. All three unit are being returned. The dealer allegedly noticed this new, out of the box. No injury is alleged.

Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier," the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Use manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up were seen or the device shut down. These indicators would alert the consumer with overheating on the device.

Event description:
The dealer alleges this new unit had a burning smell. This is the third unit with the same issue for the dealer. All three unit are being returned. The dealer allegedly noticed this new, out of the box. No injury is alleged.

Event description:
The dealer alleges this new unit had a burning smell. This is the third unit with the same issue for the dealer. All three units are being returned. The dealer allegedly noticed this new, out of the box. No injury is alleged.